Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer septal occluder was implanted using a 10f amplatzer trevisio delivery system. The defect measured 16 x 19mm on 3d tee and 20mm on balloon sizing using a 24mm amplatzer sizing balloon. The device was prepared per IFU and released following a satisfactory stability test. The aortic rim was less than 5mm, but the stability test showed the device was holding firmly in place. Fluoroscopy and transesophageal echocardiogram (tee) were utilized during procedure. No rhythms changes or leak was detected during the implant procedure; no difficulty implanting was reported. On (B)(6) 2024, transthoracic echocardiogram (tte) was performed and showed that the device had moved. It was still attached to some part of the septum, but was detached from the aortic rim. A few attempts to snare the device using a 30mm ensnare was made, however it was unsuccessful and the device embolized to the left ventricle. It is unknown if the device was causing partial blockage in the left ventricle. The physician managed to percutaneously snare the device in the left ventricle and retrieved the occluder from the patient. However, some damage was done to the mitral valve, causing moderate mitral regurgitation. The patient will undergo a mitral valve repair procedure and the asd will be closed surgically. The patient was reported to be stable and recovering but still hospitalized until the surgery.

Event description:
N/a.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes for device migration or embolization include device over-sizing, device under-sizing or positioning issue due to patient anatomy. It was indicated that there were no rhythms changes or leak was detected during the implant procedure; no difficulty implanting was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.